Manufacturer narrative:
Approximate age of device - 1 year, 7 months. The returned system controller was functionally tested using laboratory equipment and was able to support a test lvad. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Disconnection of the driveline resulted in the expected ¿connect driveline¿ alarm without the pump running symbol illuminated. Connection of the driveline resulted in the alarm to clear, while the pump running symbol was dimly lit, it was visible. The driveline locking mechanism functioned as intended and the bulkhead connector was unremarkable. The analysis could not determine the sequence of events that lead to the driveline being disconnected.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s system controller showed connect driveline and connect power alarms. The clinical staff verified proper connection to the pocket controller and batteries. The clinical staff also replaced the patient¿s batteries with back up batteries; however, the alarms continued. The patient was transported to (B)(6) hospital and during transport the patient¿s system controller was exchanged. The manufacturer¿s technical service representative reviewed supplied log files and observed pump stops on (B)(6) 2016. These happened while on battery. There were no other unusual events seen within the log file.

Manufacturer narrative:
The reported incident of driveline disconnect alarms was confirmed with the data retrieved from the returned system controller serial number: (B)(4). The log file captured driveline disconnected alarm events with the pump speed value captured at zero rpm on (B)(6) 2018 at 2:02 pm, 2:11 pm, and 2:23 pm. Prior to the driveline disconnected alarm event at 2:02 pm, there were low voltage advisory alarm events related to depleted 14v batteries that became active at 1:52 pm. The driveline was connected at 2:03 pm and the system recovered the set speed value of 9,600 rpm. The following events indicated the 14v battery was disconnected from the white power cable and the black power cable has a 14v battery connected; however, the battery fuel voltage values indicate they were similar in capacity prior to the motor stopped event and the low voltage advisory alarm remained active. The second occurrence of a driveline disconnected alarm event was captured at 2:11 pm. The 14v battery on the black power cable appeared to be disconnected at 2:13 pm and during this time the system controller reverted to the internal 11v backup battery for power. Within the same minute, the driveline was connected and the system recovered to the set speed value of 9,600 rpm. The system briefly operated on the 11v backup battery. 14v batteries were connected shortly after. The third occurrence of a driveline disconnected alarm event was captured at 2:23 pm and remained disconnected for the events that followed. Both power cables were disconnected at 3:19 pm. These sequence of events appear to be related to a system controller exchange. According to the data, all three driveline disconnected alarm events indicate a physical disconnection of the driveline. The returned system controller was functionally tested using laboratory equipment and was able to support a test lvad. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Disconnection of the driveline resulted in the expected ¿connect driveline¿ alarm without the pump running symbol illuminated. Connection of the driveline resulted in the alarm to clear, while the pump running symbol was dimly lit, it was visible. The driveline locking mechanism functioned as intended and the bulkhead connector was unremarkable. The analysis could not determine the sequence of events that lead to the driveline being disconnected.